Event description:
It was reported that perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and a 27mm watchman laa closure device and delivery system were used. During deployment of the closure device, the physician moved forward resulting in a perforation and pericardial effusion. The patient went to surgery and the device was removed. No further patient complications were reported.

Event description:
It was reported that perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and a 27mm watchman laa closure device and delivery system were used. During deployment of the closure device, the physician moved forward resulting in a perforation and pericardial effusion. The patient went to surgery and the device was removed. No further patient complications were reported. It was further clarified that the device was not released; it remained attached to the core wire when the patient went to surgery and removed surgically. The appendage was repaired and a clip was used to close the laa. The patient did not experience any complications as a result of the perforation. The patient was noted to be well and stable post surgery.